Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: h43776. Device history batch: null. Device history review: a review of the manufacturing and sterilization record finds no deviations or anomalies. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that surgeon was exchanging a +4 10 degree 36x52 altrx liner for a constrained liner due to previous dislocation issues. The constrained liner was put into the cup. The locking ring was then attempted to be put in the cup/liner interface. After having no success for an extended period of time to get the locking ring to sit, the surgeon decided it was necessary to leave the constrained liner in without the locking ring due to the patient's health.

Event description:
The constrained liner was put into the cup. The locking ring was then attempted to be put in the cup/liner interface. After having no success for an extended period of time to get the locking ring to sit, the surgeon decided it was necessary to leave the constrained liner in without the locking ring due to the patient's health. The surgeon took almost 1.5 hours to get the locking ring in. He was unsuccessful.